Manufacturer narrative:
The device was not returned for product evaluation. Without return of the unit, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event or if any procedural factors may have contributed to the reported issue. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100% of the units go through a balloon winding and full visual inspection. The instructions for use also contains the following warning : use of liquid inflation media will result in slower inflation/deflation rates.

Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the fogarty catheter it would either not inflate or was difficult to inflate and then not deflate. The catheter was removed from the patient once the issue was noticed. There was no patient injury.